Event description:
It was reported that the atrial lead had low impedance measurements and no sensing. Additionally, the physician reported that the patient is in permanent atrial fibrillation; therefore, the atrial lead was capped and not replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5024m-58 implantable pacing lead, (B)(6) 1995. (B)(4).